Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia associated with meal announcements not delivering enough insulin, described by the user as the same as a previously reported event, and customer care provided education on correct meal announcement timing, size selection, use of ¿less/more,¿ and snack protocol for the ilet system. Symptoms included insufficient clinical detail to characterize specific physiological effects. Outcomes included insufficient detail to characterize the event¿s impact. Investigation included collection of information through user communications and review and analysis of information provided by the user. Investigation of this case revealed no findings available, and there was insufficient information to identify a medical device problem or a specific device component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established.